Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. Possible loss of capture was noted on the right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.